Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient went to the hospital due a drain complication caused by the pd catheter (not a fresenius product). The patient experienced pain and was completing treatment via hemodialysis (hd) until a full diagnosis was determined. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the pd nurse clarified that the patient was not admitted to the hospital. It was reported that on 12/jan/2024, this patient had a kidney, ureter, bladder (kub) x-ray image taken on an outpatient basis due to the pd catheter malfunction. Per the nurse, the kub did not reveal the cause of the pd catheter malfunction. The nurse confirmed the patient is currently on hemodialysis modality until the pd catheter can be further evaluated by a surgeon later this month. However, during this follow-up it was discovered the patient previously had peritonitis. Per the nurse, the patient was having symptoms of fever. As a result, on 27/dec/2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count (result not provided) and no organism growth. The nurse stated the patient was treated with antibiotic therapy using vancomycin (dose unknown) intra-peritoneal (ip) for peritonitis and was continuing pd treatments with the same cycler. The pd nurse stated that the patient denied a breach in aseptic technique, therefore was not able to identify the exact cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient has recovered from peritonitis and currently remains on hemodialysis due to pd catheter malfunction.